Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site. Therefore, his blood glucose level 116 mg/dl at the time of the event and the infusion set had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully no further information available.